Event description:
The patient reported "I want you to know this (prialt) is a dangerous drug". During a trial of prialt in his intrathecal pump, the patient reported symptoms of spotty numbness, inability to walk, confusion, retention, and headaches. The patient stated he would likely have the pump explanted since "no other pain medication have FDA approval in the pump". Additional information has been requested, but was not available at the time of this report.